Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation a message displayed indicating that the shock lead impedance had been out of range. Review of the patient's data revealed that the shock impedance had been within range and stable with a lower measurement three months earlier. No further testing was performed and the clinic will continue to monitor the patient. No adverse patient effects were reported.